Event description:
Related manufacturer reference number: 1627487-2019-08918. Further follow-up indicates the heart palpations have resolved.

Manufacturer narrative:
Date was omitted from previous supplement.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation codes will be provided in the final report. Additional product information such as the serial number, lot number and UDI are unknown at this time. Physician information is unknown at this time.

Event description:
Related manufacturer reference number: 1627487-2019-08918. It was reported that the patient was admitted to the hospital on (B)(6) 2019 due to heart palpitations during a trial. The system was turned off on (B)(6) 2019 due to excessive leg pain (related manufacturer reference number: 1627487-2019-08919 and 1627487-2019-08920), prior to the patient being admitted to the hospital.